Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately one hour and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. After this occurred she experienced vaginal pain and burning. She was unsure if she removed the remaining pledget pieces and planned to seek medical attention. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome, however, no further information has been received.